Event description:
It was initially reported that the physician is unable to get the serial adaptor to connect to the handheld. It was confirm that the arrows were facing up and the sides were depressed but the issue did not resolve. Good faith attempts for product return have been unsuccessful to date.